Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
On (B)(6) 2015, under general anesthesia, the patient received a main-body graft, an ipsilateral (right) iliac leg graft, and a contralateral (left) iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. No ancillary components were placed and no additional procedures were performed. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. A type ii endoleak was noted. On (B)(6) 2015, the patient was discharged and no adverse events were reported. Core lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. On (B)(6) 2015, a CT scan and x-ray were performed at the one-month follow-up. Site analysis noted grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. Core lab analysis noted grafts patent with type ii endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. On (B)(6) 2016, a CT scan and x-ray were performed at the six-month follow-up. Site analysis noted grafts patent with type ii endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation, stenosis or migration. Core lab analysis noted grafts patent with type ii endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation, stenosis or migration. On (B)(6) 2016, CT scan and x-ray were performed at the twelve-month follow-up visit. Site analysis noted grafts patent with thrombus present in the right iliac limb and distal to gate reported: 1820334-2017-01497. A type iii endoleak was noted. The device was intact with no evidence of barb separation, stent fracture, component separation, stenosis or migration. Core lab analysis was not currently available. On (B)(6) 2016, the patient was treated by percutaneous placement of bilateral iliac limb stents. The site indicated that the secondary intervention was successful. No other adverse events have been reported.

Manufacturer narrative:
This report is a duplicate of events already captured in MFR#1820334-2016-01072. No further reports are required.